Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer's blood glucose level was unknown at the time of the incident. The leak was past the transfer guard. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Using a new reservoir, plunger and stopper plunger performed the pre-fill test to the transfer guard, there were no leak anomalies. The customer did not return the barrel, plunger or the stopper plunger.